Manufacturer narrative:
Device evaluation by manufacturer: the returned complaint device consisted of a rotablator burr catheter. The sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no additional damages. Functional testing was performed by attaching the burr to an advancer unit and it was able to reach optimum speeds. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in a 360 degree circularly calcified left anterior descending artery. A 1.25mm rotalink burr was selected for use. During procedure, it was noted that the burr became stuck in the lesion. The burr was simply pulled out and the procedure was completed with another burr. No patient complications were reported and the patient was stable.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in a 360 degree circularly calcified left anterior descending artery. A 1.25mm rotalink burr was selected for use. During procedure, it was noted that the burr became stuck in the lesion. The burr was simply pulled out and the procedure was completed with another burr. No patient complications were reported and the patient was stable.